Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After a guide wire crossed the lesion, a 2.5mmx30mmx142cm coyote (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer:. Returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen. There was a 1cm tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After a guide wire crossed the lesion, a 2.5mmx30mmx142cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter balloon. No patient complications were reported and the patient's status was good.